Event description:
It was reported that the device had the service indicator illuminated. Physio-control evaluated the device event data log and observed that the internal hlc batteries were depleted to critical levels. The device likely would not have been able to provide defibrillation therapy in the observed condition. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control evaluated the device and observed that the internal hlc batteries had become completely depleted. Additional testing in the failure analysis center could not determine the cause of the reported failure. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the cause of the reported failure was due to two electrically leaky filters, designators fl10 and fl11 from the analog pcb assembly.